Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using the coolmax applicator, the mid left abdomen on (B)(6) 2016 using the coolcore applicator, the upper right abdomen on (B)(6) 2016 using the coolcore applicator, the lower flanks on (B)(6) 2016 using the coolcurve+ applicator, the mid and upper flanks on (B)(6) 2016 using the coolcurve+ applicator, the upper upper abdomen (right) on (B)(6) 2016 using the coolcore applicator, the upper upper abdomen (left) on (B)(6) 2016 using the coolcore applicator, the lower abdomen on (B)(6) 2016 using the coolmax applicator, the upper upper abdomen (left and right) on (B)(6) 2017 using the coolcore applicator, the upper upper abdomen (right) on (B)(6) 2018 using the cooladvantage coolcore contour applicator, and the upper upper abdomen (left) on (B)(6) 2018 using the cooladvantage petite applicator. The patient developed paradoxical hyperplasia (pah/ph) 5 months after treatment. The patient was diagnosed with pah in the lower, mid, and upper abdomen, as well as upper (bra line), mid, and lower flanks on (B)(6)2018. The pah was described as firm, enlarged tissue volume and there was visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using the coolmax applicator, the mid left abdomen on (B)(6) 2016 using the coolcore applicator, the upper right abdomen on (B)(6) 2016 using the coolcore applicator, the lower flanks on (B)(6) 2016 using the coolcurve+ applicator, the mid and upper flanks on (B)(6) 2016 using the coolcurve+ applicator, the upper upper abdomen (right) on (B)(6) 2016 using the coolcore applicator, the upper upper abdomen (left) on (B)(6) 2016 using the coolcore applicator, the lower abdomen on (B)(6) 2016 using the coolmax applicator, the upper upper abdomen (left and right) on (B)(6) 2017 using the coolcore applicator, the upper upper abdomen (right) on (B)(6) 2018 using the cooladvantage coolcore contour applicator, and the upper upper abdomen (left) on (B)(6) 2018 using the cooladvantage petite applicator. The patient developed paradoxical hyperplasia (pah/ph) 5 months after treatment. The patient was diagnosed with pah in the lower, mid, and upper abdomen, as well as upper (bra line), mid, and lower flanks on (B)(6) 2018. The pah was described as firm, enlarged tissue volume and there was visible enlargement.